Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the lot numbers were not provided. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of angina and restenosis, as listed in the bioresorbable vascular scaffold (bvs) system, absorb, instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The absorb device is currently not commercially available in the u.s; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure on (B)(6) 2015 was to treat a moderately calcified lesion in the proximal to mid left anterior descending (lad) artery. The patient presented with chronic stable angina. The vessel was determined to be greater than 2.5mm using optical coherence tomography (oct). Pre-dilatation was done with a 2.5 x 15 mm nc trek balloon, reducing the stenosis to less than 40%. A 2.5 x 18 mm absorb scaffold was implanted and post-dilated with an nc trek at 20 atmospheres. The final angiographic results were less than 10%. Oct confirmed that the scaffold was well apposed to the vessel wall. Follow-up oct one year ago showed the scaffold was patent. The patient returned on (B)(6) 2017 due to chest tightness. Oct confirmed in scaffold stenosis which was treated with a drug eluting balloon. The final patient outcome was good. The patient was put back on dual antiplatelet drug therapy (dapt) after the procedure. No additional information was provided.